Event description:
The customer notified fujinon's service partner, (B)(4), of a possible perforation procedure during a colonoscopy procedure and requested fujinon to check for mechanical failure.

Manufacturer narrative:
The returned scope was inspected and it did not have any defect associated with stiffness of the insertion tube, nor did it have any unusual characteristics that would contribute to patient perforation. The insertion tube was able to be coiled into an 8 inch radius without any difficulty or signs of stiffness. This is the standard test for checking stiffness. There have been no complaints related to the flexible section assembly (fsa) part in terms of stiffness or defects for this scope. No root cause could be identified. This device has been in usage for over 4 years. This is the first complaint related to this type of incident received from this customer. To date, fujinon has not received any complaints related to perforation for this model endoscope.